Event description:
B5: it was reported that during a preparation for use, the deflectable videoscope had scope communication error codes e216 and b30. The intended therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) corporation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the inspection and testing of the device additional reportable failure of b30 occurred due to the following: damage on charged coupled device (ccd unit), and debris/foreign material was observed on the electric contact part of the video connector (the el connector). Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the image sensor unit, the circuit board in the endoscope connector, and the electrical contacts may have broken, due to irregular load to the internal circuit board, causing the anomaly on the electrical contacts since damage and stain were observed on the video connector case. Additionally, an external stress to the insertion section since a dent was observed on the insertion section. However, the root cause is unable to determined. The subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 opeation manual chapter 3, "preparation and inspection" section 3.8, "inspection of the endoscopic system", "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a preparation for usage for an unspecified therapeutic procedure, the deflectable videoscope had scope communication error codes e216. The similar device was used to complete the procedure with no reports of patient harm.